Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 for the treatment of pelvic organ prolapse and stress urinary incontinence and pelvic floor repair mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 08/13/2012. (B)(4) - increase in pelvic organ prolapse. Patient had a cholecystectomy concurrently when the mesh. The patient experienced pain, infection, increase in pelvic organ prolapse, bleeding, and mesh erosion. The mesh was removed on (B)(6) 2009. The patient had later had a hysterectomy and bladder sling implant on (B)(6) 2009.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. It was reported that on (B)(6) 2009 that the patient underwent diagnostic cystourethroscopy and transvaginal excision of eroding vaginal mesh material. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00964. The same patient is represented in each medwatch.